Manufacturer narrative:
Concomitant product(s): gore® excluder® aaa endoprosthesis contralateral leg component pxc121000/14794579. UDI for pxc121000/14794579: (B)(4).

Event description:
To remedy the situation, it was decided to perform a ballooning procedure on the ipsilateral side of the rlt231412 endoprosthesis. During ballooning, the pxc121000 contralateral leg component was observed to also slightly compress. To prevent the reoccurrence of compression and maintain patency, bilateral bare stents were inserted on both sides.

Manufacturer narrative:
(B)(4). Evaluation codes. All other codes remain unchanged. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Patient medication: redixx (medication to lower cholesterol), ezetrol (medication to lower cholesterol), nebivolol (beta - blocker),plavix (anticoagulant), cetirizine teva (antihistamine).

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. Reportedly, the patient¿s aorta presented narrow and angulated and was treated outside the instructions for use. Calcification was not present but the aorta was described as inflexible and rigid. On (B)(6) 2016, follow-up imaging showed a proximal compression on the ipsilateral side of the trunk-ipsilateral endoprosthesis at the level of the flow divider and also slightly below (approximately 2 cm). The compression did not to affect the contralateral side. The patient was reported to have no pulse in the right groin and displayed claudication symptoms. It is believed that the reason for the compression is anatomical as no fault was found with the endoprosthesis. To remedy the situation, it was decided to perform ballooning and insert bilateral bare stents to maintain patency of both sides of the endoprosthesis. The patient tolerated the procedure.